Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a touch screen failure during calibration. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected field: h6 (medical device ¿ problem code), h8. The getinge field service engineer (fse) that encountered the issue replaced the touchscreen. Functions tested without issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: touchscreen assembly. This part was received with a reported unit failure message of touchscreen calibration failure. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assembly, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed touchscreen calibration and did not pass. The failure analysis and testing department verified the failure message of touchscreen calibration failure. Touchscreen assembly, failed testing. Probable root cause dirt or debris can accumulate in the gap between the bezel and the touchscreen will contact the active area of the touchscreen causing the screen to fail calibration.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d9 (return to manufacture date).